Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was feeling pain in their lower right back and hip area. The patient thought that it was because the lead had moved again. The patient was present when stimulation was on or off. The patient had been taking pain pills for it. The patient also mentioned that they had numbness with a ¿dead leg feeling¿ that had progressively been getting worse and was making it hard for them to walk. The patient thought the lead had moved because the patient could change the ¿pulsation¿ area or stop it completely by pressing on the lead in the middle of their back. The stimulation changes also occurred when the patient was in different positions by pulling their legs up or sitting in certain positions. It was reported that some stimulation changes were intense for the patient. It was reported that all issues began on (B)(6) 2016. The patient requested health care professional (hcp) listings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer the patient¿s healthcare provider (hcp). It was reported that the cause of the positional changes, the pain and the worsening numbness was unknown. The patient met with their hcp on (B)(6) 2016 and had an x-ray done; the results showed that the leads moved downwards. The hcp reported that they met with the patient and a manufacturer representative for reprogramming on (B)(6) 2016 & (B)(6) and the patient was referred to a surgeon. A high density program was installed and the patient noted that it would take a few days for him to see if it is effective; the hcp noted that the issue was resolved through reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.